Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors tip cover accessory for failure analysis investigation. The accessory was analyzed and found to have tearing on the middle section to be related to the customer reported complaint. The tip cover was found to have 2 tearing's approximal 25mm from the proximal end where the instrument inserts. There were no signs of thermal damage present at the end of any tears. The tip cover was placed on a monopolar curved scissor (470179-23). The tip cover was tightly attached to the scissor and could only be removed with considerable effort. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user, which may include inadvertent collisions with other instruments, resulting of tip cover damaging and/or removing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the 8mm monopolar curved scissors tip cover accessory was loose from the monopolar curved scissors instrument. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tip cover accessory for the monopolar curved scissors (mcs) instrument did slip while removing the instrument, but there is no indication that the orange surface was visible during or after the incident. It was also stated that no electrolube or other lubricants were applied to the mcs instrument prior to tip cover installation. The tip cover accessory appeared to be properly installed during the surgical procedure, and after installation, no part of the orange surface was visible. Additionally, it was confirmed that the tip cover was not installed beyond the orange surface. When asked about the cause of the tip damage, the surgeon admitted he did not know the reason. Furthermore, the reporter noted that no photographic images or video recordings of the device(s) or procedure were available for review by isi.